Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) error message was confirmed during functional testing and based on the review of the archive data. The root cause for the reported complaint was a failure of the integrated encoder gearbox, likely attributed to a failed component. The archive data review indicated several ua45 on the reported event date, thus, confirming the customer's reported complaint. The autopulse platform failed functional testing due to ua45 displayed upon powering on, thus, confirming the customer's reported complaint. The failed integrated encoder gearbox was replaced to address the customer's reported complaint. The platform was further subjected to a run-in test using lrtf (large resuscitation test fixture) for 15 minutes, and the test passed without any issues. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for the autopulse platform with sn (B)(6).

Event description:
During the shift check, the autopulse platform (sn (B)(6)) displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message. The error could not be cleared. No further information was provided. No patient involvement.